Manufacturer narrative:
One cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 603 mg/dl. The customer alleged that the "infusion set site, not receiving enough insulin, pump settings, and other factors not related to the pump" caused bg to elevate. Although requested, no additional clarification was provided. The customer declined follow up contact from tandem technical support therefore no additional information could be obtained.